Manufacturer narrative:
From the information provided based on the complaint description, the product history records, the review of the case and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device issue. Indeed, as reported, the patient has extremely hard bone and the sterile starter awl were not used. It is clearly stated in the surgical technique that in normal bone structure, the insertion of the anchoring plate is a simple and effortless step. Nevertheless, in order to prepare the half anchoring plate pathway in vertebrae, the use of the sterile starter awl is recommended for each roi-c surgery. Its use is left to the surgeon¿s own estimation, according to his experience of surgery, of the product, of the patient pre-operative assessment, and per-operative signs on the bone density of the instrumented level(s) (step 7: anchoring plate insertion). The investigation found no evidence to indicate a device issue. Root cause : mishandling during anchoring plate impaction , not following the use of starter awl recommendation in case of hard bones.

Event description:
Roi-c : bent anchoring plate, not removed. Surgeon was inserting the anchoring plates in the peek interbody and while the implantation process the anchoring plates bent causing the peek interbody to crack causing the dr. To remove the interbody and plates. He , then proceeded to use new blades and again they bent but peek stayed intact. Surgeon proceeded to try a new set of plates. This report is about the second time the plates bent; the fist part issue is related to another report . Additional informations received on november 28th 2018 : patient had great results. Doing well post op. Level c4/c5 was implanted the patient had hard bones additional information received on december 3rd 2018 : the patient had extremely hard bone. In conclusion, 2 anchoring plates were bent prior to 3rd attempt that was successful additional information collected on january 28th 2019 : the starter awl were not used before insertion of anchoring plate.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Additional information received on december 03rd 2018 : the patient had extremely hard bone. In conclusion, 2 anchoring plates were bent prior to 3rd attempt that was successful. Information has been requested to collect more information about the case. In addition request made about the starter awl use . Investigation still in progress. Conclusion not yet available.

Event description:
Roi-c : bent anchoring plate, not removed dr.(B)(6) was inserting the anchoring plates in the peek interbody and while the implantation process the anchoring plates bent causing the peek interbody to crack causing dr. (B)(6) to remove the interbody and plates. Dr. (B)(6) proceeded to use new blades and again they bent but peek stayed intact. Dr. (B)(6) proceeded to try a new set of plates. This report is about the second time the plates bent; the fist part issue is related to another report . Additional informations received on november 28th 2018 : patient had great results. Doing well post op. Level c4/c5 was implanted. The patient had hard bones. Additional information received on december 3rd 2018 : the patient had extremely hard bone. In conclusion, 2 anchoring plates were bent prior to 3rd attempt that was successful.

Manufacturer narrative:
The review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident. Clarification "were" requested to confirm the "refrence" and lot number of the concerned device. Investigation still in progress . Conclusion is not yet available. Scrapped by hospital.

Event description:
Roi-c: bent anchoring plate. Dr. (B)(6) was inserting the anchoring plates in the peek interbody and "while" the implantation process the anchoring plates bent causing the peek interbody to crack causing dr. (B)(6) to remove the interbody and plates. Dr. (B)(6) proceeded to use new blades and again they bent but peek stayed intact. Dr. (B)(6) proceeded to try a new set of plates. This report is about the second time the plates bent; the fist part issue is related to another report. Additional informations received on november 28th 2018: patient had great results. Doing well post op. Level c4/c5 was implanted. The patient had hard bones.